Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5184659); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.